Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause was due to multiple malfunctions and battery depletion. They saw a surgeon on (B)(6) 2024 and surgically performed a full system replacement on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that last year the machine started feeling like the battery was low because they had to continue increasing and decreasing the voltage. The caller said some how her device got connected to the garage door and patient got electrocuted. It was so bad that they fell on the floor twice and her skin looked like it was burned. Patient had problems walking for a while and they don't even know why. She didn't feel the stimulation like she should it hurt. They did a full system check and it came out normal. They fell on her tailbone, and on her side twice. It happened twice during rainy season and a whole bunch of other stuff. The issue started over a year ago, in mid 2023. The representative checked her device at the doctor's office. Patient also mention a lightning bolt hit close to her bedroom but she was fine. Patient is going to see a new surgeon tomorrow about getting a whole new system.